Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized due to high blood glucose level on (B)(6) 2020. Customer¿s blood glucose level was 32 mmol/l at the time of hospitalization. Customer was assisted with troubleshooting for high blood glucose level. Customer also reported up button did not work and also had motor issue. Customer alleged that insulin pump was under delivering insulin. The insulin pump will not be returned for analysis.